Event description:
According to the available information, after perforation of the membrane, the thread for the static anchor was torn off while retracting the introducer [suture break]. The operation was successfully completed using another altis product of the same lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
Additional information indicated there was nothing unique about the patient's anatomy noted. The failure resulted in 2-5 minute procedure delay. It was the implanters first time using altis.